Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that a fluid leak occurred. The cycler had received the air detected in cassette warning. Upon follow up with the patient's nurse it was confirmed that the patient has received a new cycler and is completing treatments. The patient experienced no adverse event and was not administered any medical intervention. The cassette product will not be returned.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that a fluid leak occurred. The cycler had received the air detected in cassette warning. Upon follow up with the patient's nurse it was confirmed that the patient has received a new cycler and is completing treatments. The patient experienced no adverse event and was not administered any medical intervention. The cassette product will not be returned.